Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit and the fse could not duplicate the issue. The unit passed all functional testing and safety checks to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while on a patient, the cs300 intra-aortic balloon pump (iabp) lost the waveform on the screen and says "no zero". The line was completely flat without movement or artifact. They brought another pump in and connected the cable to the pump and this resolved the issue. There was no harm reported.